Event description:
It was reported that the pt could only hear for several hours a day during event month. The external parts were exchanged but the situtaion was not improved and the pt could still only hear intermittently. Testing performed in september 2004 confirmed that the device had malfunctioned.